Event description:
Surgeon was operating on l5/s1 and ran device for 2 minutes and noticed device was not removing more tissue. He removed the device for inspection and noted that the wire would no longer deploy. He used a second device through the same cannula and after approximately 20 seconds, he withdrew the device noticed the stainless steel tip was missing and he confirmed it was in the disk nucleus of patient by fluoroscopic imaging. He completed the case but left the broken tip in place in the l5/s1 disc. He reported he did not see this as problematic to the patient and that if future intervention was performed, that would be the appropriate time to remove the tip. The procedure was successfully completed with no further issues and surgeon reported that patient was well and that the patient got up and walked out of the center unassisted.

Manufacturer narrative:
A device incident involving the enspire interventional discectomy device ((B)(4)) was reported on (B)(6) 2010 by a company representative. On a follow up call on (B)(4) 2010, the physician stated that he was treating an l5/s1 intervertebral disc of normal height. He confirmed the functionality of the device following removal from packaging. The device was inserted into the disc; proper positioning of the device within the disc was verified by fluoroscopy. The device was operated for approximately 20 seconds, at which time a fluoroscopic image was taken. The device tip was seen to be perpendicular to the shaft in a lateral fluoroscopic view; the physician withdrew the device for inspection. Upon removal, the tip of the device, made of stainless steel, was not present. Using fluoroscopy, the physician confirmed that the tip was still inside the disc (the stainless steel tip is radioapque). The physician completed the case using an alternative discectomy device. The physician stated that, in his opinion, it would not be problematic to leave the stainless steel tip in the patient. (Note that stainless steel is a common spinal implant material). He also stated that he would consider removing the piece if future surgical intervention was necessary (for example, surgical microdiscectomy or disc fusion). He added that the patient was well and had "walked out of the center." The device was returned to the company and evaluated. The failure mode could be reproduced only by plunging a device beyond the nucleus and boring the tip into the annulus on the anterior side of the disc. It therefore appears that the surgeon may have made contact with the anterior annulus resulting in the tip breakage. The device's instructions for use advise the user not to contact the annulus with the tip of the device. Review of lot history records show all release criteria were met.